Event description:
It was reported that there were interferences with the television or computer when the patient approached to change the program, for example. The issue had not been resolved. There was no patient injury. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).